Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was removed against resistance. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and embolism are listed in the proglide IFU as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it is retained by the account.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional mitraclip procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, the lever of the second proglide device attempted was returned to its original position; however, there was mild resistance when attempting to remove the device. A twist and tug were done and the device was successfully removed but was noticed to have the foot plate deployed. In addition, the guide separated into two pieces. The separated guide got stuck in the iliac artery. The left vein was accessed to snare the separated piece. However, as the guide was being snared, the snare cut through the guide separating about 1mm of the tip of the device. This embolized the pulmonary artery. The attempt to snare the device was aborted and a surgical cutdown was done on the right common femoral vein to retrieve the guide. The sheath was then upsized to 22f and the mitraclip procedure was completed. Hemostasis was achieved via surgical cutdown on the right femoral vein. Hemostasis was achieved via manual arterial compression and figure eight on the left common femoral vein. Blood transfusion was done and there was clinically significant delay in the procedure or therapy. Patient is okay. No additional information was provided.